Manufacturer narrative:
This product is registered as a combination product.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's atrial lead exhibited low pacing impedance and noise. No intervention was performed. The patient was in stable condition and would continue to be monitored.